Event description:
It was reported that the patient received inappropriate therapy, there was high impedance of greater than 2000 ohms, sensing difficulty, inappropriate therapy, and an apparent lead fracture and insulation break. The right ventricular lead was explanted. No further patient complications have been reported as a result of this event.